Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a total hip replacement procedure at the user facility the femoral nozzle tab would not engage on the cement cartridge. A separate packed nozzle was opened to replace the original nozzle. While replacing the nozzle, the scrub nurse tipped over the cement cartridge and approximately one quarter to one third of the cement was spilled onto the table. The separate femoral nozzle engaged successfully. The surgeon declined use of a new mixer and proceeded with the original cement mix. Upon injecting cement into the femoral canal, the surgeon stated that there was not enough cement to fill the canal. The surgeon then disassembled the cement cartridge and used a cobb elevator to scrape the remaining cement out of the cartridge and tube and placed the remaining cement in the canal. The surgeon was satisfied that there was now enough cement in the canal. The procedure was completed successfully without a clinically significant delay; no additional medical intervention or adverse consequences have been reported.

Event description:
It was reported that during a total hip replacement procedure at the user facility the femoral nozzle tab would not engage on the cement cartridge. A separate packed nozzle was opened to replace the original nozzle. While replacing the nozzle, the scrub nurse tipped over the cement cartridge and approximately one quarter to one third of the cement was spilled onto the table. The separate femoral nozzle engaged successfully. The surgeon declined use of a new mixer and proceeded with the original cement mix. Upon injecting cement into the femoral canal, the surgeon stated that there was not enough cement to fill the canal. The surgeon then disassembled the cement cartridge and used a cobb elevator to scrape the remaining cement out of the cartridge and tube and placed the remaining cement in the canal. The surgeon was satisfied that there was now enough cement in the canal. The procedure was completed successfully without a clinically significant delay; no additional medical intervention or adverse consequences have been reported.